Event description:
Hcp reported the patient had complaints of increased pain - no other withdrawal complaints. It was also noted that, at refill, there was too much residual left. When there should have been 1cc left, the hcp would remove between 9-14cc. A rotor study showed the pump to be okay. The patient was taken to surgery and the pump was removed. The hcp also found they were unable to get anything from the access port. The patient is fine presently. The wound is not healing properly, though there is no infection. Patient is borderline diabetic and is on prednisone, so healing is slow.